Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19june2019. A follow up report will be submitted once the evaluation is submitted.

Event description:
Customer reported a high blower temperature. No patient/user harm reported.

Manufacturer narrative:
Date rec'd by MFR: 10oct2019. Per service technician the customer has resolved the issue and no part was replaced. The unit is back to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.